Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/ not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report was received that a female consumer experienced discomfort upon insertion of her contact lenses after using complete multipurpose solution for the first time. Additionally, she experienced tearing and redness, and could not open her eyes properly this morning. The consumer sought medical attention and the physician used stroke-physiological saline solution to clean out her eyes, and they are better now. It is reported the directions for use were followed, the product was just open the day of use. Contact lenses used are soft lenses, and neither the lenses nor lens case were rinsed with water. The physician did not prescribe medications for this event. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.